Event description:
The medical team made the choice to escalate a patient's hemodynamic support from the impella cp to the impella 5.0. The patient had been admitted suffering from cardiogenic shock. After 345 hours/14 days of support the pump stopped. The pump stop occurred after previous alarms for rising motor current. They were beginning to wean and prepare the patient for explant due to these alarms, and so when the pump stopped, they made choice not to replace the pump with another impella. They explanted and the patient was stable.

Manufacturer narrative:
The medical center has not returned the impella pump. The data logs from the console were returned and analysis is on-going. Upon completion of the investigation, a final report will be filed.